Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with a combination of wear due to many cycle of use in the field and inadvertent user error as attributed to saw blades coming into contact with the device. The investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the central sterile department discovered cracked in 2 femoral trials, the cracks are on both sides above the box. They were not used in a surgery. No one was injured. Surgery was not delayed.